Event description:
Advocate stated her daughter received blood glucose readings of 579 and hi on two separate occasions on the contour, retested on a different meter and the readings were 217 and 260mg/dl, respectively. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.